Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Vyaire field service went onsite evaluated the unit found out no screen at all. The customer will order a new display.

Event description:
The customer reported that the vela was non functioning/blank touch screen. As of this time, there was no information about patient involvement associated with this reported event.